Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient's parent reported that the patient¿s dexcom cgm was consistently displaying elevated glucose readings of approximately 300 mg/dl and ¿high¿. The reporter stated that insulin delivery was being automatically adjusted by the tandem t:slim x2 insulin pump based on the cgm values. Despite the elevated cgm readings, the patient did not feel hyperglycemic but rather low with symptoms more consistent with hypoglycemia, including sweating, shaking, and confusion with disorientation. The parent used a glucometer for comparison. The bg fs value was 33 mg/dl. The cgm value was approximately 300 mg/dl. The parent observed the cgm values were also erratic and jumpy. The parents treated the son at home with gvoke injections (unspecified doses) and food and juice. No other bg or cgm values were provided. After treatment at home the patient recovered, and no medical intervention by a hcp occurred. At the time of the report on (B)(6) 2026 the patient felt fine. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.